Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. Customer¿s blood glucose level was 147 mg/dl. Customer was able to clear the alarm and was not able to complete rewind. Customer was advised to place insulin pump in storage mode. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Pump error 63 alarm confirmed in the device history due to broken trace. No pump error 79 alarm and no pump error 2 alarm noted.